Event description:
Consumer reported found 1 syringe that plunger stopper is deformed. Lot # 3301447. Catalog# 328278. Date of event 12/08/2023. Sample status awaiting sample. (B)(6).

Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.